Event description:
Same case as MDR ID: 2134265-2012-01722. It was reported that during a porcine animal test, a stent migration and guide wire tip fracture. The test was performed on a laboratory pig. The target lesion was located in the left anterior descending (lad) artery. The target lesion was treated with placement of an unknown sized taxus liberte stent. Then the physician advanced an unknown sized kinetix guide wire and encountered resistance at the proximal lad and was unable to cross the lesion after several attempts. The physician believes that the taxus liberte stent migrated from the mid lad to the proximal lad. When the physician attempted to withdraw the kinetix guide wire, the tip fractured at the left main trunk. The physician used intravascular ultrasound to evaluate the fractured guide wire tip, and observed that the fractured segment moved toward a peripheral vessel.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).